Manufacturer narrative:
Other devices used: unknown proximal screw x 2. Unknown distal screw x 1. Based on the available information the device remains implanted in the patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported in a study that the patient complained of onset of new pain without injury. The patient was treated with medication (1ml kenalog, 2ml lidocaine, 7ml marcaine injection.